Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited unspecified ventricular oversensing. Additional information was requested and not received.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference noise oversensing. Programming changes were made. The patient's condition was unknown.